Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the replacement line multi connector of a prismaflex m150 set was observed to be broken and leaked during priming. There was no patient involvement. No additional information is available.